Manufacturer narrative:
Root cause identified: no. Sample not provided for eval. Conclusions: device history record for final product could not be reviewed since lot number was not provided. Defect reported was not confirmed since sample was not received for eval. Correction actions: this complaint will be filed for qa trends.

Event description:
On (B)(6): customer reports via phone, the syringes luer lock nut is not attaching correctly and the argon high pressure tubing is detaching during injections. No specific dates, times or types of procedures reported. No reported injury.